Event description:
After review of medical records, the patient was revised to address pain, instability and leg length offset reduction. Operative note reported metallosis with metal staining of synovial tissues, cup placement with minimal bone with malunion creating anterior impingement. The cup was left in situ to prevent pelvic discontinuity. Surgical pathology reported fibrosynovial tissue with aggregates of histiocytes with yellow-brown metal debris and focal mild chronic inflammation and alval. Fibrosis due to internal prosthetic device. Doi: (B)(6) 2007; dor: (B)(6) 2017; right hip (second revision).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provision of 21 cfr, part 803. The report may be based on the information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Product complaint # ==> (B)(4). Investigation summary ==> no device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Product complaint #: (B)(4). Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report.  H10 additional narrative:  added: b5; b6; b7; h6 (patient code). H6 patient code: no code available (3191) used to capture (medical device removal).

Event description:
After review of medical records, patient was revised to address painful revision right total hip arthroplasty with metal on metal articulation. Revision note reported metalosis with metal staining of synovial tissues but no significant evidence of osteolysis; minimal bone anteriorly and overhanging anterior inferior iliac spine with malunion and anterolateral zone distal to the acetabular component creating anterior impingement, and no evidence of advanced metalosis, no evidence of bony osteolysis or soft tissue erosion, and it was also indicated of instability with metal on metal articulation. Operative note reported there was metalosis throughout the joint but this was not severe, there was metal staining of the synovial tissues but no evidence of osteolysis, there was no evidence of significant muscle damage or myonecrosis.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H10 additional narrative: product complaint # (B)(4). Investigation summary: no device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. Device history lot: null. Device history batch: null. Device history review: null. If information is obtained that was not available for the initial medwatch, a follow-up medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Product complaint #(B)(4) investigation summary: no device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4).

Event description:
Patient was revised to address pain.